Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date since the correct date was not provided. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 43.4cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During preparation of a 2.00mm x 12mm emerge balloon catheter, it was noted that the device snapped. There were no patient complications reported.